Event description:
The customer reported that during reprocessing, the evis lucera elite bronchovideoscope was found to have an image malfunction, ¿black screen¿. There was no delay to procedure, and no patient harm reported.

Manufacturer narrative:
The referenced device was returned, and the evaluation of the device confirmed the customer¿s reported issue, intermittent no image. Also, the scope failed the leak test with signs of fluid invasion in the scope. When the scope was dried, the image became normal. The inspection also noted the following defects: the bending section cover is cut and failed the leak test, the switches did not function, the instrument channel was failed the leak test, and both the objective lens and light guide lens are worn. Switch buttons 1 and 4 are worn. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The historical analysis for this event confirmed the following: - there are no product excursions or statistical trends were identified. - there are no ncr, scar, CAPA or hha records associated with the historical complaints. - no anomalies were identified in the manufacturing/repair history records. - the complaint rate is within the expected occurrence. - no anomalies were identified in the labeling review. Based on the results of the investigation, olympus confirmed the instrument channel and bending section cover were leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. This issue is addressed in the instructions for use. Important information ¿ please read before use. - precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system - inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor the field performance of this device.